Event description:
It was reported that the patient underwent a right-sided tlif, l4-5, l5-s1 posterior spinal fusion using rhbmp-2/acs. "Imaging studies ultimately showed that the patient had developed uncontrolled bone growth and resulting nerve compression" at the implant site. The patient experienced chronic pain and radiculitis.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011, patient underwent the following procedures: right-sided transforaminal lumbar interbody fusions, l4-5, l5-s1. Placement of interbody devices at l4-5, l5-s1. Posterior segmental instrumentation with bilateralpercutaneous pedicle screws at l4, l5 and s1. Posterior spinal fusions l4-5, l5-s1. Harvest of local bone autograft. Placement of osteopromotive material (rhbmp-2/acs). Preoperative, postoperative diagnosis: right l4-5 herniated nucleus pulposus. L5-s1 disk space collapse. L4-5, l5-s1 stenosis. Neurogenic claudication intractable back and lower extremity pain. Per op-notes: "upon completion of the discectomy, sizing of the cage was performed and the appropriately sized interbody device was selected. Local autologous bone was packed anteriorly in the disk space, along with a pledget of bmp and some corticocancellous allograft chips, the 12x36 mm device was then inserted which had been filled with bmp along with some more local bone autocraft.the bmp was used in the interbody space. "No complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.